Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The overlay screen found to be cracked, and the keyboard and keyboard slide plate are missing. It was also noted that the programmer face plate had two loose screws. Further review prompted a change in the device analysis results. The change is reflected in this report under section.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The overlay screen found to be cracked, and the keyboard and keyboard slide plate are missing. It was also noted that the programmer face plate had two loose screws.

Event description:
It was reported the programmer has a cracked screen, and the keyboard is missing. No patient involvement or complications were reported.